Event description:
Falsely depressed heparin xa results were obtained on a eight pt samples. The results were reported to the physician and were questioned. Pt treatment was delayed but there was no report of adverse health consequences as a result of the falsely depressed heparin xa results. Discussion with the customer revealed that the reagent was being used past its stated on board stability.

Manufacturer narrative:
No further evaluation of the device is required. The cause for the falsely depressed heparin xa results was the reagent being used past its on board stability. This is a use error. The instrument is operating within specifications.